Event description:
It was reported that the log file captured a few low power hazards on 27jun2022 which were caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms and the mobile power unit being briefly interrupted was confirmed via log file analysis. A review of the submitted log files contained data spanning approximately 21 days (27jun22 ¿ 18jul22 per timestamp). On 27jun22 from 14:49:06 ¿ 14:149:09, the low voltage alarm activated while connected to the mpu due to both white and black lead voltages diminishing from ~12.7 v to ~2.5 v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery briefly provided power to the controller during this event indicating there was no external power. There were no other notable alarms active in the log file. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Provided information stated that the circumstances of the mpu interruption was unknown. It was unknown if the mpu had a v-lock connector and the mpu was not exchanged/ removed from service. A root cause for the reported event cannot be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and no external power alarms. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.